Manufacturer narrative:
Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose ranged from 162-163 mg/dl. The customer reverted to manual injections for insulin therapy.